Event description:
It was reported that the customer called to open a repair and request a loaner for their device. The customer alleged that the device was not working and displayed an error 3. It was further reported that there was no significant delay or pt involvement.

Manufacturer narrative:
Additional info will be provided once investigation is completed.